Event description:
A company representative reported that the tulip of an es2 integrated blade screw disengaged intra-operatively. The procedure was completed successfully with no surgical delay and no adverse consequence to the patient.